Manufacturer narrative:
Based on the clinical assessment endoleak 3a cannot be confirmed however a type 2 endoleak and vascular repair are confirmed.

Event description:
Patient had an initial procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) scan revealed a 3a endoleak. The secondary has not been scheduled yet. Additional information on 4/15/2016: patient had a secondary procedure on (B)(6) 2016 with a suprarenal aortic extension and infrarenal to seal the endoleak 3a. Patient is doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient had an initial procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) scan revealed a 3a endoleak. The secondary has not been scheduled yet.